Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 30-apr-2021; serial or lot#: (B)(4); UDI #: (B)(4). Concomitant products? No. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2020 labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 30-apr-2021/ serial or lot#: (b(4). UDI #: (B)(4). Concomitant medical products/therapy dates: no. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2020 labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller lost power during changing of power source, and the no power alarm sounded. It was unknown if both batteries were securely connected to the controller. The controller, and two batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for additional information and correction. Correction b.5 and h.10: upon secondary review the reported event of "it was reported that the controller lost power during changing of power source and the no power alarm sounded. It was unknown if both batteries were securely connected to the controller. The controller and two batteries remain in use. No patient complications have been reported as a result of this event." There was no malfunction nor allegation against the two batteries and the batteries were erroneously reported. The batteries did not cause or contribute to death or serious injury and is not likely to do so if it were to recur. Additional information was received regarding the cause of the event. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the event was due to user error and further education had been provided to the patient and nursing staff. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event logged on 12-sep-2020 at 10:35:44. The data point prior to the loss of power revealed that an adapter was connected to power port one (1) and a battery was connected to power port two (2) with 34% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and the same battery was connected to power port two (2). The controller was without power for 10 seconds. No anomalies were observed prior to the loss of power. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.